Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 18-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that on monday, (B)(6) 2018 a patient was intubated with a 7.5 ett halyard microcuff endotracheal tube (ett). The patient experienced respiratory arrest in the clinic. A regular fiberoptic laryngeal scope and blade was used, grade 3 view. For the intubation attempt, one ett cuff would not hold air after intubation. It was unknown at that time if the cuff was checked prior to placement. No leak was noted on the ventilator. The patient had airway edema. The ett remained in the patient. The patient was extubated, on (B)(6) 2018, in the operating room and the cuff was found to have a large tear. The patient had to be trached due to the airway edema. The patient experienced no adverse events with blown ett cuff. The tube was not retained, and was discarded.